Event description:
The surgeon implanted a silicone lens model aa4204vl, diopter 21.0, and was damaged during insertion. The lens was removed without patient injury. The facility stated the lens damage was due to the cartridge. The model and lot numbers of the cartridge and injector are unknown.

Manufacturer narrative:
Investigation under iaca is ongoing.